Event description:
It was reported the dr was performing a lap chole. It was reported the dr had to wiggle the black footswitch cable to make the handpiece activate. The dr managed to complete the case with no pt consequence.